Event description:
It was reported that (1) er320 was used during an lap spine procedure. It was reported by the rep that the staples crossed and scissored at the tip puncturing the tissue. It is unknown how the case was completed. There was no consequence to pt.